Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective degasser. The fse replaced the degasser to resolve the issue. Information not provided by customer. Initial reporter telephone number is: (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results and anion gaps on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.